Manufacturer narrative:
Corrected information was provided in b.2 and h.11. Upon further review of the reported information, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. Additional information was received and stated, patient experienced refractive surprise with astigmatism and under correction despite of perfect positioning. After further discussion, it turns out the doctor simply made an incorrect calculation or estimation. So, there was nothing wrong with the company lens. The lens still remains in the patient eye and was planned to be explanted. Additional information was received and stated, after 6 weeks of initial procedure the lens was explanted and replaced with another lens on (B)(6) 2025. The symptoms were resolved and there was no residual astigmatism.

Manufacturer narrative:
This report originally filed as 1119421-2025-02790. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).